Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During eval visual observations internal to the motor identified: excessive motor bearing wear with shaft end play, and black material around the bearing. Also evidence of contamination on the encoder board, end cap, and on the motor flex. The encoder board where the flex meets the solder pads has signs of contamination. The type and source of the contaminant is unk. This contamination affected the encoder board to produce a system error 105. The internal motor inspection was invasive, so the motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.